Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, there were missing pixels on the display of the centrifugal control unit (ccu) causing it to be partially unreadable. There was no patient involvement.

Manufacturer narrative:
The fsr replaced the ccu display. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9.